Event description:
A report received from the USA stated an 840 ventilator experienced an error code and became inoperative. There was no report of pt involvement. There was no report of pt involvement. The date of the event is unk. No add'l info is available at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) central processing unit (cpu) and re-installed revision ak software. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specifications. (B)(4).